Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate an 81-year-old male patient; the device self discharged. Complainant indicated that the patient coded and recovered after a second shock.

Manufacturer narrative:
The device was returned to zoll medical corporation and the report was not replicated or confirmed. The device was put through extensive testing, which included bench handling and defibrillation testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs showed that the device did not discharge on its own, but rather via button presses by the user. The customer's report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.